Event description:
A facility representative reported following an intraocular lens (iol) implant procedure, the patient experienced multiple visual disturbances following implantation of the secondary iol on (B)(6) 2023, including cloudy vision, fluctuating near vision, floaters, and progressive blurry vision with decreased os vision despite prk enhancement. Persistent dissatisfaction and lack of improvement led to the decision to explant the company lens and replace it with another brand on (B)(6) 2025. No additional complications were reported during the exchange procedure. Additional information was requested.

Manufacturer narrative:
Only one half of the lens was returned on a surgical sponge inside a biohazard bag. Viscoelastic was observed on the lens. The optic had been cut across the center, typical of removal. Power and resolution could not be reverified due to the optic damage. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. A qualified cartridge and handpiece were indicated with a non-qualified viscoelastic. The viscoelastic would not be a contributing factor for this complaint. The product investigation could not identify a root cause for the reported visual complaints. Only half of the lens was returned. The power and resolution couldn't be reverified due to the optic damage. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the patient had prior lasik in 2001. The patient had an unknown lens implanted in 2021. This complaint lens was the second os lens implanted (B)(6) 2023. Two weeks po patient had reported cloudy vision; distance was tolerable but near vision fluctuated through the day. The company lens is a monofocal lens, which corrects for one distance, near or far, as targeted by the surgeon. On (B)(6) 2025 the patient reported os blurry and a decrease in os vision overall. On (B)(6) 2025 patient received another prk. The lens was replaced with a non-company iol (B)(6) 2025. The model and diopter were not provided. The manufacturer internal reference number is: (B)(4).